Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported having a low blood glucose for two weeks and was hospitalized. The blood glucose reading at the time of hospitalization was as low as 30 mg/dl. Customer could not recall any events leading to the hospitalization. The blood glucose reading at the time of the hospitalization was 80 mg/dl. Customer stated that the drive support cap appeared to be normal and recessed. She stated that the insulin pump had not been exposed to any strong magnetic field or MRI. The insulin pump passed the displacement test. Nothing further was reported.